Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the guidewire tip was detached from the distal tip. There were marks of the adhesive agent being applied to the distal tip, which was connected to the guidewire tip. However, the definitive root cause of the detachment could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿when inserting the instrument into the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged. Insert the instrument slowly. Abrupt insertion may damage the endoscope and/or instrument.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while using his olympus single-use mechanical lithotriptor v, the rubber for the guide wire fell off during the procedure. According to the initial reporter, the procedure was completed by using another device. Reportedly, there was no patient harm as a result of this event.